Event description:
Arrow product #cdc-45703-1a. Patient had abdominal surgery in 2009. Pre-operatively, a 7 french multi-lumen catheter was placed using seldinger technique to the right internal jugular vein. Eight months later, patient complained of pain in neck area. The following month, patient complained of pain to right buttock area. Subsequent CT scans showed metallic densities in right posterior paraspinal musculature extending down into the right buttock subcutaneous fat. An additional CT scan of the lower extremities showed metallic densities in the right leg extending from the proximal femoral vein distally into the popliteal vein extending into the mid-calf region. Venous wire was looped multiple times and found to be embedded in the wall of the vein. Wires in paraspinal musculature -3.4 cm- and buttock -53.3 cm- were surgically removed the same day. Coiled wires -283 cm- in proximal femoral vein and popliteal vein were surgically removed four days later. Small wire segment -3-4 cm- not removed from below distal knee to prevent disruption of collateral flow. Wire fragments identified as being that of arrow spring-wire guide/arrow advancer, including the completely separated tightly-coiled overlay on the guidewire. Dates of use: 2009. Eight months. Diagnosis or reason for use: pre-operative central line placement for abdominal.